Manufacturer narrative:
(B)(4). The investigation is in progress.

Event description:
Description according to complainant: right iliac rupture during procedure while attempting advance device. Pt coded, CPR was initiated while a coda balloon was placed in the aorta and 11mmx10cm and 11mmx5cm viabahns placed in the right iliac to cover the rupture. Subsequent angio confirmed ruptured right iliac was repaired. CPR continued until pt expired.